Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages occurred while connected to the power module. The patient had been in the clinic with the lvad system on battery support. Once connected to the power module, the lvad system began alarming and had pump stoppages. At the time of the pump stoppages, the patient was moving around and trying to remove the system controller from a pocket. The lvad system was immediately put back on batteries and the patient was admitted for possible distal end percutaneous lead (driveline) replacement. The driveline was reportedly in very good condition. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted log file which confirmed the pump stoppages on (B)(6) 2017 while supported by the power module. X-ray was also reviewed and indicated an area of concern near the driveline anchor site. On (B)(6) 2017 technical services representatives performed an onsite percutaneous lead evaluation but were unable to produce a pump stoppage with external driveline manipulation. However, when the patient bent over at the torso a pump stoppage occurred. This was reproduced twice. The damage to the driveline appeared to be internal and the decision was made not to attempt an external distal end percutaneous lead (driveline) replacement. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was reported.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed an issue that could have contributed to the reported pump stoppage events. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 1 inch from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 6 and 31 inches. The inflow conduit and the outflow graft were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Evaluation of the driveline revealed metal braided shield breakdown adjacent to the metal connector, approximately 8 inches from the pump housing, and near the termini of both bend reliefs. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire and two breaches in the insulation of the green wire approximately 1.5 inches from the nipple of the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow or green wires made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppage events. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.